Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 491 mg/dl at the time of incident. The customer was declined with troubleshooting. The customer did not treated for high blood glucose. Customer stated insulin exited at the quick release. Customer states they was able to assemble a new infusion set and reservoir. The insulin pump will not be returned for analysis.